Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. It was confirmed that the res replaced the power supply fuses to resolve the issue and return the machine to service.

Event description:
A user facility biomedical technician reported a fresenius 2008k machine that would not power on prior to treatment. The regional equipment specialist (res) serviced the machine and reported that this was caused by burned out fuses on the power supply. The res replaced the power supply fuses to resolve the issue and return the machine to service. There was no patient connected to the machine when the issue occurred.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was confirmed that the res replaced the power supply fuses to resolve the issue, and it was confirmed that the machine passed all functional checks and returned to service.